Event description:
It was reported that the customer received a no delivery alarm customer was advised to disconnect, rewind and perform manual prime; the insulin pump alarmed no delivery alarm again. Last set change was 4 days ago. Customer changed the infusion set and reservoir and the alarm was resolved. Blood glucose value is 9 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.